Manufacturer narrative:
The cause for the discordant (B)(6) result is unknown. The instrument is performing within specifications. No further evaluation of the device is required. The IFU states in the limitations section: "assay performance characteristics have not been established when the advia centaur anti-hbs assay is used in conjunction with other manufacturers' assay for specific (B)(6)serological markers."

Event description:
A false (B)(6) advia centaur xp anti-hbs (ahbs) result was obtained for a patient sample. Repeat testing was performed on the patient sample and the result was (B)(6). The patient sample was tested on an alternate method and the result was (B)(6). It is unknown if patient treatment was prescribed or altered. There was no report of adverse health consequences due to the discordant (B)(6) results.